Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, device evaluation found there was foreign material in the air/water channel. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the error message was corrosion on the electrical connector. The most likely cause of the foreign material in the scope was not able to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope displayed a b30 scope communication error message. The issue occurred during device setup. There was no patient involvement.